Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per wi-3430, it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2010, the primary surgery was performed via tha with the stem, liner and head. The patient was diagnosed with armd due to mom and underwent revision surgery on (B)(6) 2021. When the fascia was incised via the posterior approach, a pseudotumor was identified and removed. No remarkable pseudotumor or tissue degeneration was observed within the joint capsule. When the dislocated head was removed, the junction of the head neck turned black, suggesting the occurrence of metallosis. The inside of the removed head also changed to black. Metal liner was removed, and s-rom stem was also removed. After removal of the stem, bone was formed in the distal flute, and it was excavated with a reamer for medullary cavity. This excavation process took about 20 minutes and affected the operation time. Temporary reduction was performed by stem, head, and liner trials. As there were no problems such as dislocation, the implants were replaced, and the incision was closed. The surgery was completed successfully with 20minutes delay. No further information is available.